Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-03450. . It was reported that the patient had their trial leads explanted and upon removing the bandage the physician noted redness, irritation, and possible signs of infection. The patient also reported itching. Intervention may take place at a future date to address the issue.